Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; atrial and ventricular outputs were checked and no anomalies were found. Analysis found the green wire was out of the connector (bad contact wire to connector).

Event description:
It was reported the epg (external pulse generator) does not stimulate (no output). The epg was returned for service. There was no patient involvement.